Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the overlay power switch to fix the issue. The fan guard filter and air inlet filter were replaced which are unrelated to the initial reported event. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The customer contacted technical support (ts) stating that the unit had error message of alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered.